Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Endoanchors were implanted in patient for the endovascular treatment of a 69mm abdominal aortic aneurysm. A non-MDR stent graft system (gore excluder) was also implanted during the procedure and eight endoanchors were implanted from the main body to the proximal neck due to a type ia endoleak. It was reported that during the index procedure an endoanchor was incompletely implanted due to focal calcific disease. Follow up imaging one year post the index procedure also showed the incompletely implanted endoanchor at the one o¿clock position. It was reported the event was not related to the device or procedure but due to the focal calcific disease. No additional clinical sequelae were reported and the patient is fine.